Event description:
It was reported an external fluid leak was observed originating from the o-ring of an ak 98 machine during hemodialysis therapy. Additionally, the leakage was inside the red liquid suction head and no alarm was triggered. The connector was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; however, the device was evaluated on-site by a non-baxter technician. The on-site technician found the red connector leaking, and after its replacement, the machine was returned to service. No further repair information was provided. Due to no samples being provided, no further testing could be performed. Therefore, the cause of the condition could not be determined; however, the most probable cause was due to degraded seals attributed to the connector aging and wear. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.